Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14a22022 and h14c07078 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. One day prior to the peritonitis event the patient was hospitalized for an unreported indication. One day after hospitalization, the patient started treatment with ceftazidime (dose, route and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged three days after admission. At the time of this report, this peritonitis event was reported as ongoing and improved, antibiotic therapy was reported as ongoing. No additional information is available. This is report 1 of 3 involved in this peritonitis event.